Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator for non-malignant pain. It was reported that the battery site tends to be sore and the patient has felt a burning sensation as well as pain when walking with the therapy on since (B)(6) 2016. When the therapy off the patient would not feel the burning sensation or pain when walking. The patient had their ins and lead replaced in (B)(6) 2016 and they were thinking it may be related. There was not any noticeable swelling or pocket issues. Impedances were in the range of1283-1748 ohms. It was noted the patient has electrodes in the face and the doctor mentioned something about sinus issues but the rep was not sure how that was related. They were redirected to the doctor. Additional information was received. Manufacturer representative reported the patient's device was turned on/off, they adjusted the rate, pw, and electrode configuration. It was reported that the patient was feeling the burning sensation and pain in the electrodes and ins pocket (face and right flank). The cause was unknown. A lead revision was reported to be likely to provide better coverage. It was reported that the ins site would be interrogated at this time.

Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Correction sent to add lead information.